Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced rising blood glucose to 275 mg/dl after a meal and similar elevations earlier that day; the user noted the infusion set connector was slightly loose and re-secured it, then performed a full supply change using an inset with no visible issues, and was advised to monitor for improvement. Symptoms included hyperglycemia and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, and available details were insufficient to determine a device problem or a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.